Event description:
The initial attorney report alleged unspecified injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent repair of a recurrent incisional hernia with ventralex mesh. On (B)(6) 2005 - pt underwent repair of incarcerated ventral hernia with non-bard mesh. Lysis of adhesions was performed and the ventralex mesh was noted to be torn from the lower part of the abdominal wall; the mesh was excised.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information provided it is unk if the mesh caused or contributed to the reported event. The pt developed a recurrence following the implant of the ventralex mesh in which the mesh was noted to be "torn" upon explantation. Although the pt developed a recurrence, it should be noted the pt has undergone "multiple prior hernia repairs" and recurrence is noted as an adverse event in the product's IFU. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. With the current available information and no sample to evaluate, no conclusion can be drawn.